Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced diaphragmatic simulation and nerve stimulation. It was also reported that he right atrial (ra) lead had post-operatively dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.